Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a bi-v generator change. During the procedure it was noted that the left ventricular lead exhibited outer insulation abrasion. The insulation was repaired using medical adhesive. The lead was tested and showed appropriate sensing and capture threshold. The patient tolerated the procedure well without any complications.